Event description:
It was reported that during a prostate procedure, the fiber cap detached inside the patient at 114,666 joules. The cap was retrieved. The procedure was completed with a second fiber. There was no patient injury reported.